Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind due to motor encoder signal out of phase. The functional testings including displacement, basic occlusion, occlusion, prime and no delivery tests could not be performed due to the motor error alarm. The device also had a scratched lcd window, cracked reservoir tube lip and broken belt clip slot at battery tube threads area.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Blood glucose value was 145 mg/dl. The customer stated that the device was exposed to an MRI. The customer was unable to rewind as it was interrupted by another motor error alarm. The device was returned for analysis.